Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 309646. Batch # 4045842. It was reported that the bd luer-lok had scale marking issue. The following information was provided by the initial reporter: "I have a product failure to report for the 5ml lok tip syringe, item 309646, lots 4045836-4031419 and 3346769. Distributor concordance, their catalog #166243, last po 1197015. These have been accumulating over a period of several months. ¿these syringes are doble stamped which makes it difficult to get accurate medications pulled up in the syringe.¿ 55 each. I have these at my desk for return for investigation. Credit to the account is appreciated. Please send RMA along with label to return."

Manufacturer narrative:
Fifty-three samples of 5ml luer-lok syringes (p/n - 309646) were received and evaluated under pr 10225962. All samples were received in sealed packages with all applicable product information on the top web; four smaller bags were received each with a different batch including 28 samples from batch 4045842, 19 samples from batch 4045836, 5 samples from batch 4031419, and 1 sample from batch 3346769. All samples received from batches 3346769, 4031419, and 4045836 were found to have no defects observed. For batch 4045842, 13 of the samples were found to be acceptable with no defects observed, and 15 samples were found to have double print of the scale markings on the barrel. The condition observed is non-conforming per product specification. Potential root cause for the scale marking defect is associated with the marking process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. The reported defect was not identified in the samples received for batches 4045836, 4031419, and 3346769. A device history record review was completed for provided lot number 4045842 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. A device history record review was completed for provided lot number 4045836 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. A device history record review was completed for provided lot number 4031419 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. A device history record review was completed for provided lot number 3346769 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.